Event description:
Additional information received from the consumer reported the issue resolved with turning the adaptive stimulation off.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the company representative (rep) increased uncomfortable stimulation during non-movement. The patient noticed this several weeks ago. It was unknown why this was occurring. Adaptive stimulation was activated. Impedance check was performed and within normal limits. During an office visit the patient was sitting in the chair and felt a surge while not moving. The rep turned the adaptive stimulation off and told the patient to go home, and see if it continues. The patient was to contact the rep in one week with results. The patient felt better after changes. No surgical intervention occurred or was planned. Two weeks later the rep did not have any further information. The indication for use included non-malignant pain. Additional information has been requested to obtain the outcome of this event. If additional information is received, a follow up report will be sent.